Event description:
It was reported when the device was used during a rectal procedure, the staples were malformed. The case was completed using a circular stapler. Consequently, the or time was extended by an hour. There was no other patient consequence.